Event description:
A friend or family member of the patient reported the patient was not feeling stimulation and was not getting good symptoms control so he tried increasing stimulation, but was stopped by a screen that prevented him from increasing stimulation anymore. The caller stated the patient was asleep and he did not remember what screen he encountered, but thought it was something to do with the doctor setting something that prevented him from going any higher. The caller stated that he kept track of his wife¿s symptoms because she had alzheimer¿s and was not aware of her surroundings. The caller stated that the first 3 times the patient urinated were good, but then she tried to urinate, but could not and it had been that way the morning of the call. The called stated that was when he asked the patient if she could feel stimulation and she did not so she increased it and the patient felt stimulation in her leg. The caller stated they patient had a return of symptoms on (B)(6), a loss of stimulation and stimulation in the leg on (B)(6). The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.